Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery; model #: 1650, catalog #: 1650, serial #: unknown, UDI #: asku, device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device manufacture date: unk, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power above normal consumption. Upon autolog report review, the vad exhibited several low flow alarms and power disconnect alarm. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the ventricular assist device (vad) and one battery with an unknown serial number were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any power disconnect alarms; however, review of the data log file revealed an instance involving a battery where the relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. The battery was connected to the controller and then a communication error occurred, then the adapter was connected. This prevented the serial number of the battery from being recorded in the log files. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Log file analysis also revealed slight decrease in power consumption and estimated flows beginning on (B)(6) 2022 and increases in power consumption and elevated estimated flows beginning on (B)(6) 2022 leading to parameters above normal operating range. 96 low flow alarms were logged since- 08-feb-2022. As a result, the reported events were confirmed. Based on the available information, the pump may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible root causes of the communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: unknown h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.